Event description:
A hospital in (B)(6) reported that an mr290v humidification chamber was found cracked while in use on a vented patient. Low tidal volume was noted prior to the crack being found. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was not returned to fisher & paykel healthcare in (B)(4) for evaluation. The chamber was discarded by the hospital staff. Therefore our investigation is based on the information provided by the hospital and our knowledge of the product. Results: it was reported by the customer that the chamber passed the initial safety pressure test of up to 90 cmh2o. The chamber developed a crack along the seam while in use after performing the safety pressure test. The operating pressure of 90 cmh20 is equivalent to 8.83 kpa, which is above the maximum operating pressure stated in the user instructions that accompany the mr290 chamber. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine what had definitively caused the cracking of the chamber. Based on the information provided and the fact that the chamber was used with a higher pressure than stated in the user instruction, it appears that this may have caused or contributed to the cracking of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber including a check for cracks in the chamber dome. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: maximum operating pressure: 8 kpa. Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Device disposed by hospital staff.